Event description:
Medtronic leads have failed on my ICD. I have the ones from the recent recall. I am currently being shocked to have them removed, which I am told is dangerous. I fear the manufacturer does not report all failures.